Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one titanium implantable port attached to a groshong catheter were returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported catheter fracture, leak, material separation issues as a complete circumferential break was noted to the distal end of the catheter attached to the port and a complete circumferential break was noted on the distal end of the attached catheter. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven and surface was noted to be granular. A portion of the distal end of the catheter was noted to be missing however, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that two days post port placement procedure, the catheter was allegedly subcutaneously leaked medication. It was further reported that the catheter was allegedly broken. Reportedly, the distal catheter segment migrated to the heart and remained inside the patient. Reportedly, the distal catheter segment has not yet been removed. The current status of the patient is reported to be stable.

Event description:
It was reported that two days post port placement procedure, the catheter was allegedly subcutaneous leaked medication. It was further reported that the catheter was allegedly broken. Reportedly, the distal catheter segment migrated to the heart and remained inside the patient. Reportedly, the distal catheter segment has not yet been removed. The current status of the patient is reported to be stable.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of sample is pending. The investigation of the reported event is currently underway.